Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the mildly tortuous and moderately calcified arteriovenous fistula. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon burst after third inflation at 10 atmospheres for 40 seconds. The device was removed, and the procedure was completed using an alternative device. No complications were reported, and the patient's condition was stable.